Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The device logs were returned and reviewed by zoll technical support, who determined that a defective main board was the root cause of the reported alarms. A replacement board was subsequently ordered to rectify the issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilator displayed a technical failure 401 and 316 errors. Complainant indicated that there was no patient involvement in the reported malfunction.